Event description:
It was reported that during a stenting treatment procedure a small shaft break occurred. The lesion was located in the right coronary artery. The 2.50x8mm liberte stent was unable to cross the lesion. The "rod" was fractured. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Event description:
It was further reported that the shaft fracture occurred while trying to "overcome" the lesion. The lesion was 90% stenosed with no tortuosity and was mildly calcified.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the shaft fracture occurred while trying to "overcome" the lesion. The lesion was 90% stenosed with no tortuosity and was mildly calcified.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent struts at the distal edge of the stent were damaged. The struts at the distal end were stretched and misaligned. No other damage was noted along the entire length of the device. There were no kinks noted along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).